Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who started the ilet experienced a low blood glucose after dinner and a later announced snack, with self-reported intake of a cupcake before bed; the user treated with oral glucose and reported a blood glucose of 131 afterward. Symptoms included hypoglycemia. Outcomes included resolution with self-treatment at home. Investigation included complaint handling and user counseling for troubleshooting and education. Investigation of this case revealed no device malfunction reported and an unclear cause, with possible glycemic variability related to meal and snack timing. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.